Event description:
It was reported that the patient presented with altered mental status and found to have multiple strokes. No signs of pump dysfunction were noted, but the patient had elevated lactate dehydrogenase (ldh) 723 -> 779. Log file review found several instances of the patient sleeping on battery power. There were no other unusual events recorded in the log file event history. The device was noted as operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log files appeared to captured the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke and hemolysis as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also states that ¿the patient must always connect to the power module or the mobile power unit (mpu) for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms.¿ the heartmate 3 lvas patient handbook is also currently available. This patient handbook contains the precautions and steps that the patient should take when preparing for sleep. No further information was provided. The manufacturer is closing the file on this event.